Event description:
The customer contacted baxter's service center regarding assistance to end therapy, which occurred on the home choice (hc) during fill. The home patient (hp) requested assistance to end therapy on the hc due to air in the patient line during initial drain. The technical service representative (tsr) assisted as requested. The hp was starting over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient on (B)(4) 2012. The patient stated the following: the cause of the air was unknown. Therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.